Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The causes of death were cardiac arrest and fluid in the lungs. At the time of death, the customer's blood glucose was 179 mg/dl. The customer was wearing the insulin pump at the time of death the customer was not using sensors. The caller stated that the customer had unspecified diabetes complications. The customer had also experienced a bypass procedure and a heart anomaly that led to three stents. The customer suffered a stroke a month prior to her passing. She had a yeast infection as well. The caller agreed to return the insulin pump.

Manufacturer narrative:
The pump did not have a battery installed when it was received. The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump had a cracked reservoir tube and a cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 31.525 units, (B)(6) 2016 daily insulin total = 54.600 units, (B)(6) 2016 daily insulin total = 26.225 units, (B)(6) 2016 daily insulin total = 18.425 units, (B)(6) 2016 daily insulin total = 38.100 units, (B)(6) 2016 daily insulin total = 39.825 units, (B)(6) 2016 daily insulin total = 69.500 units.